Event description:
It was reported that during a pulsed field ablation procedure, the dilator could not be fixed to the sheath. After about 1/3 of the way through, there was a catching and the dilator was not advancing even with force. The sheath was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012403064 was returned and analyzed. Visual inspection of the shaft and the handle area was performed. The inspection identified a kink at the side port tube. The native dilator was inserted into the sheath and retracted, without any friction. The native dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the valve housing was intact without any issue. In conclusion, the sheath failed the returned product inspection due to a kink on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.